Event description:
On (B)(6) 2013, the lay-user/patient contacted animas, alleging a display issue. The patient replaced the battery and upon boot up, the display is not showing but vibrates and sounds. The pump was not exposed to moisture. There was no product misuse or trauma. The issue was not resolved with training. There was no reported patient impact associated with this complaint. This complaint is being reported due to the alleged display issue.

Manufacturer narrative:
Follow-up # 1 date of submission 10/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/26/2013 with the following findings:during testing, the pump powered on normally and the display screen was clear and legible. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.